Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of manufacturer's database indicated patient died 16 days following device system implant and the death was greater than two years ago.